Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced and the software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported the 8800 system patient image file information was mixed up. No patient injury was reported.